Manufacturer narrative:
The reported event was confirmed as use related. It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. No sample was returned for evaluation. The root cause of this failure is "user unaware of time limitation or forgets the patient is using the device". The device history record review was not performed as the reported event was unconfirmed and the lot number was unknown. The instructions for use were found adequate and state the following: "replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient might have received a bladder infection from the purewick female external catheter when they were using it in the hospital and asked the representative that whether they could use the purewick urine collection system in home. The representative recommended the patient to speak with the doctor. It was unknown what medical intervention was provided for bladder infection and if the device contributed to bladder infection. Per additional information received via follow up on (B)(6) 2021, stated that the patient had surgery for pelvis fracture and was using purewick urine collection system in the hospital. There the caregiver put the purewick female external catheter on the patient around morning and it was removed on the next day afternoon before discharge. The patient felt urinary urgency right away at home and decided to buy a purewick urine collection system for home use. Two days later after using the system, the patient discovered that they had a bladder infection and treated for seven days, 2 times a day with prescription of antibiotics. Also stated that the antibiotic name was unknown and the infection was such a bad one because the patient again treated for ten days, two times a day with sulfamethoxazole-trimethoprim 800 - 160 mg. The patient learned with the home system that the catheter should be changed every 8-12 hours and was concerned that in the hospital they did not change the wick. The patient was not currently using the system, but they would check with the doctor about using it again. Per follow up via phone on (B)(6) 2021, the patient was still not using the purewick female external catheter due to infection. It was stated that the patient saw an urologist and would be having computed tomography scan done. The patient might be required more treatment depending on the results of the scan.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient might have received a bladder infection from the purewick female external catheter when they were using it in the hospital and asked the representative that whether they could use the purewick urine collection system in home. The representative recommended the patient to speak with the doctor. It was unknown what medical intervention was provided for bladder infection and if the device contributed to bladder infection. Per additional information received via follow up on (B)(6) 2021, stated that the patient had surgery for pelvis fracture and was using purewick urine collection system in the hospital. There the caregiver put the purewick female external catheter on the patient around morning and it was removed on the next day afternoon before discharge. The patient felt urinary urgency right away at home and decided to buy a purewick urine collection system for home use. Two days later after using the system, the patient discovered that they had a bladder infection and treated for seven days, 2 times a day with prescription of antibiotics. Also stated that the antibiotic name was unknown and the infection was such a bad one because the patient again treated for ten days, two times a day with sulfamethoxazole-trimethoprim 800 - 160 mg. The patient learned with the home system that the catheter should be changed every 8-12 hours and was concerned that in the hospital they did not change the wick. The patient was not currently using the system, but they would check with the doctor about using it again.